Event description:
Voluntary medwatch received from the customer reporting: "the pump was delivering the secondary fluid at the rate of the primary setting and the reverse was true of the primary fluid deliverance. The pt was having a cardiac cath for chest pain." The pump serial number was not recorded; therefore, the pump will not be returned for testing. The customer was contacted for additional info. An adult was admitted to the cardiac catheterization lab with nitroglycerin infusing at a rate of 10ml/hr on the primary line. The nurse was to initiate an unspecified volume of normal saline at a rate of 70ml/hr on the primary line and switched the nitroglycerin to the secondary line. Inadvertently the nurse programmed the pump with the normal saline infusing at 10ml/hr and the nitroglycerin infusing at 70ml/hr. The pt's blood pressure reportedly decreased to an unspecified level, requiring administration of an unspecified dose of dopamine. The pt was transferred to the coronary care unit after the procedure was completed. The customer reported that the pt had a "good outcome." The customer stated that the problem was a user error in programming the pump. Though requested, no further info was available.